Event description:
It was reported that this patient was an existing in-patient and received several shocks from the cardiac resynchronization therapy defibrillator (crt-d). There was no report that the shocks were inappropriate; however, upon device interrogation, code 1007 was displayed indicative of capacitor charge times exceeding limitations. The charge times were found to be 45 seconds. The device subsequently declared battery depleted status. Device replacement occurred on (B)(6) 2023, and the device is expected to be returned for analysis. It was noted that the patient experienced some discomfort due to the event. No additional adverse patient effects were reported.